Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04991. Related manufacturer reference number:1627487-2021-18914. It was reported patient initially addressed blister at the ipg site and a washout was done for confirmed infection. Patient was also treated with oral antibiotics. Later it was found that the infection travelled the wires. As such surgical intervention took place wherein the entire system was explanted.